Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had compromised force sensor system alarm after receiving the unexpected restart, a cold reset was performed alarm during bolus. The customer blood glucose level was 110 mg/dl. Troubleshooting was performed. Customer was able to clear but did not able to complete rewind, compromised force sensor system alarm. Customer reports they were able to clear and rewind unexpected restart, a cold reset was performed alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.